Event description:
Customer reported receiving erratic readings. In back to back blood glucose tests, customer rec'd a reading of 140 and 211 mg/dl. The results vary by more than 20% and are considered a malfunction when compared to MFR's specs.